Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum stabilization surgery the anchors ar-3600 (lot: 15232907 & 15246457) did not fit through the drill sleeve ar-3610ctc. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, the packaging material was noted to be unopened. No device from the box was used; the five components inside were sealed. However, the device that was used, which did not fit through the drill sleeve of the ar-3610ctc, was not returned for investigation to replicate the issue reported. Functional testing was performed with mating part ar-3610ctc, and part did not get stuck in the drill. No problem found.